Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. On (B)(6) 2020, the patient reported that "my pump has gone bad again" and that "it¿s not dispensing my medication as directed, it¿' s not working, and they replaced the catheters and everything last (B)(6) but it started doing it again" {see manufacturer report #3004209178-2019-05024]. Per the patient, their healthcare provider feels it needs to be replaced again". The patient stated issue of "the pump not dispensing enough medication started last (B)(6)." The patient stated the physician ¿put a thinner medication in, and he put it to where when I dispense a bolus shot it will dispense faster". The patient¿s alarm date was (B)(6) and when (B)(6) came the patient had 29 days of medication left so she had to change the appointment 3 times because they had so much medication left in me. The patient stated the physician stated that was because the pump was messing up and not giving medication, and then the patient went in for a refill yesterday finally. The patient stated the physician wanted to replace the pump, and put a pump in with the 40cc reservoir. No patient symptoms and no further complications were reported regarding the event.